Event description:
The customer reported that the device failed self test with a charge shock error. There was no reported adverse patient impact reported.

Manufacturer narrative:
(B)(4): the customer reported that the device failed self test with a charge shock error. There was no reported adverse patient impact reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.